Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence due to the device not performing as expected. A revision surgery was performed, upon examination it was found that the volume of saline solution in the balloon went down due to fluid leakage at an unspecified location. The device was explanted and replaced. No additional patient complications were reported.